Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing thresholds. Subsequently, the patient underwent a pocket revision, and this lead was repositioned. During the procedure, the physician noted that this lead had pulled back from the original implant. This rv lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.